Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed no delivery alarm. Customer's blood glucose was 280 mg/dl. During troubleshooting, insulin exited with manual prime. Customer was advised the alarm was caused by a set/reservoir occlusion. Customer was advised the reservoir and set will be replaced. Customer agreed to return the insulin pump for analysis.